Manufacturer narrative:
E1 - address - line 1: (B)(6). The device was returned, and the evaluation found that the e110 error displayed due to a faulty power unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center experienced an e110 optical filter damage error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: e110 is the error due to failure of the optical filter. Olympus will continue to monitor field performance for this device.